Manufacturer narrative:
The pump no button response due to corroded keypad traces. No ramping numbers noted. Analysis was unable to perform displacement, prime/ compromised force sensor, basic occlusion, occlusion and no delivery tests due to any button response. The pump had broken reservoir tube lip, cracked battery tube threads, case window display corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 350 mg/dl. The customer states the insulin pump stopped working when the buttons stopped responding. The numbers are ramping, but are not scrolling. The customer decline to troubleshoot for the no delivery and high blood glucose. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.